Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was replaced during a service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had a halfmoon shape artifact on the live image prior to a case. No pt injury was reported.